Event description:
It was reported that this right ventricular (rv) defibrillation lead triggered red alerts due to high out-of? Range shock impedance measurements greater than 125 ohms. This rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).